Event description:
It was reported that after connecting the sensight lead and extension to the stimulator, abnormal impedance values were measured. The lead insertion site was wiped several times, but the values remained abnormal. The lead and extension were replaced and the issue resolved. No patient complications were reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: sensight; product ID: b3301542m (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2025; explant date: (B)(6) 2025. Brand name: sensight; product ID: b3400060m (serial: (B)(6)); product type: 0191-extension; implant date: (B)(6) 2025; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3301542m, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead, product ID b3400060m, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: extension. Analysis of the lead (serial # (B)(6)) revealed the lead lumen body was damaged. Analysis of the lead (serial # (B)(6)) revealed no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep who clarified impedances were high. The stylet was hard to pull out, so it was pulled out with force. Therefore, there is a possibility that the lead insertion part has been bent, contributing to the impedance issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.